Event description:
It was reported that customer repeatedly received a minimum fill notification when trying to load multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to reconnect pump, remove pump from case, clean pump tap area, and attempt loading cartridges again, with issue resolving after cleaning and reloading, and customer chose to change cartridge independently and declined further assistance, stating they would call back as needed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.